Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event.

Manufacturer narrative:
This follow-up report is being filed to relay additional information which was unknown at the time of the initial medwatch.

Event description:
It was reported that patient underwent a total knee arthroplasty on an unknown date. Subsequently, patient underwent a procedure to resurface the patella. There were no components removed or replaced.

Event description:
It was reported that patient underwent a total knee arthroplasty on an unknown date. Subsequently, a revision has been indicated due to unknown reasons; however, no revision has been reported to date.